Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.